Manufacturer narrative:
Concomitant products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension.

Event description:
A manufacturing representative reported there was an elective replacement indicator (eri) was seen on the patient programmer and itwas noted that this was expected battery depletion. When the patient was seen for replacement surgery consult on (B)(6) 2016 low impedance of 28 ohms was seen for the 2/3 pair. Battery voltage was at 2.6v. The only combination out of range was 2/3, the rest were within normal range. Impedance values were c/0-1505, c/1-1546, c/2-806, c/3-806, 0/1-2599, 0/2- 1810, 0/3-1810, 1/2-1706, 1/3-1702 and 2/3-28. The patient was programmed on c+2-3- and group impedance was 800 ohms. No medical symptoms were reported and it was unknown if the patient had completely recovered. The patient was scheduled for a replacement/revision surgery on (B)(6) 2016. The patient's indication for use is parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.